Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient was implanted with an implantable pulse generator (ipg) system. During implant, the physician thought that the right ventricular (rv) lead may have perforated the right ventricle. After implant the patient remained in intensive care and on life support due to complications from ventricular fibrillation (vf) storms. It was suspected that the vf storms were caused by implantation of the device system, but specifically how is not known. A echocardiogram performed shortly after implant indicated a small pericardial effusion, therefore on the second day post implant the rv lead was repositioned to another location. However the patient's condition did not improve and the patient received over 200 cardioversion/external defibrillation attempts over the next few days. It was also reported that when a physician attempted to reprogram the patient's device to overdrive the patient's intrinsic rate, the programmer was locked from making any changes. The display screen was showing a symbol next to the lead output values during interrogation, and the button to program was grey and could not be selected. The device was manually reprogrammed, and subsequently neither the device or programmer showed any sign of an issue. The physician believes the programmer issue was due to a loss of telemetry with the ipg. The patient was later removed from life support and passed away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.